Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. The handling and/or manipulation of the device during the attempt to cross likely caused the reported material (shaft) separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo left anterior descending artery that was 90% stenosed. The lesion was predilated with a 2.0x15mm non-abbott nc balloon at 18 atmospheres. The 2.25x15mm xience xpedition stent delivery system failed to cross due to the anatomy and a proximal shaft separation occurred. The device was simply withdrawn and replaced with a new xience xpedition to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.